Event description:
It was stated that the alarm goes off every three days and the alarm display was unknown. The event occurred while in use. There was no patient harm/adverse event reported. The device evaluation noted a defective downstream and upstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log revealed a 'no disposable' alarm. Functional testing was able to verify the reported problem. It was determined that the defective downstream occlusion sensor and upstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.